Event description:
During the visi-pro stent deployment, the balloon burst and would not come out of the sheath. The physician had to exchange for a larger sheath in order to remove the burst balloon. During analysis of the returned device, we found a circumferential tear on the balloon. No injury to patient reported.